Manufacturer narrative:
The customer declined repair by philips. The device has been returned to the customer site unrepaired.

Event description:
The customer reported that the device does not recognize battery. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does not recognize battery a. There was no adverse patient impact reported.